Manufacturer narrative:
Based on the current information provided, the cause of the customer reported issue cannot be determined. No product has been returned to intuitive surgical, inc. (Isi) for evaluation. Due to insufficient procedural information provided, further system/instrument log investigation cannot be performed.

Event description:
It was reported that in the last "few months," the surgeon has had an increase in bleeding associated with their da vinci-assisted sleeve gastrectomy sureform stapler 60 staple lines. As a result of this, the customer has implemented the use of staple line reinforcement. There have been no reported negative clinical outcomes associated with the additional bleeding. Still, the customer report added time to the procedures, extra cost, and frustration in addressing the small bleeding vessel issue by using reinforcement material (buttress). Previously, the surgeon used blue and white sureform stapler 60 reloads, but with the addition of the buttress material, they started using green sureform stapler 60 reloads. The surgeon denied any readmissions or reoperations and said the bleeding previously experienced was addressed using bipolar energy, which they feel may compromise the staple line.